Event description:
The customer reported to olympus that while using the high flow insufflation unit, the gas console turned off four (4) times during the procedure. The procedure was completed with the same set of equipment and there was no patient harm associated with the event.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the gas issue was confirmed. In addition, reportable malfunction e03, device beeps immediately after power turned on and device does not operate, and air supply does not function (cannot supply air) were also identified during device inspection. Lastly, the following non-reportable malfunctions were found during the device evaluation: corrosion on rear panel. Based on the results of the investigation, the root cause of the gas control and beep sounds / device not operating is likely due to a malfunction of the main board. In addition, the cause of the e03 error and air supply issue were likely caused by a failure of a (cr) circuit board. Olympus will continue to monitor field performance for this device.